Manufacturer narrative:
This device is used for treatment. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause for the patient's pain cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing sharp pain.